Event description:
The customer reported that the system's image intensifier would not work. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation, and replaced the ps2 power supply and a fuse. The system was tested and found to be working as intended and put back into service.